Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that patient had a pain at ins site. Environmental/external/patient factors that may have led or contributed to the issue was patient loses weight. Pocket revision/new pocket was made for the ins and leads were tunneled to new site. The issue was resolved.